Manufacturer narrative:
Technician found that the detent mechanism was damaged. Technician replaced the detent mechanism assembly, the brake pedal and steer pedal to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged that the bed had no brakes.